Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference complaint#:(B)(4).

Event description:
It was reported the physician performed a sertera needle breast biopsy on (B)(6) 2017 and the physician was not able to take a second sample. The device broke and there were pieces jugging around inside the device. Nothing feel into the patient.